Event description:
This supplemental report is being filed to correct data that was submitted in the previous report.

Manufacturer narrative:
(B)(6) 2020: correction to field h10:additional MFR narrative. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a fractured near the terminal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial implant procedure, the physician observed lead conductor issues. The lead was tested and an impedance of greater than 3000 ohms was observed. A lead fracture was suspected. The decision was made to remove this right atrial (ra) lead. A new ra lead was then successfully implanted. No adverse patient effects were reported.